Event description:
I received the essure in (B)(6) 2013. (B)(6) was the insurance I had at the time and would only let me do the essure as a permanent form of birth control. I regret this decision everyday. I am no longer able to be intimate with my husband. Sex is beyond painful and it is really putting a strain on not only my relationship, but giving me horrible self esteem as well. I have constant headaches, some that are debilitating and leave me in bed not able to care for my family. I am losing all my hair. I have always had thick hair and now it is baby fine. The constant pelvic pain from this device is unbearable and severely effects my quality of life. I no longer feel like a strong woman. I feel defeated and helpless. This device is nothing to help women. It destroys us! It needs to be recalled and never offered again.